Event description:
It was reported to philips healthcare that the device was returned from the philips bench for previous service with the incorrect measurement panel installed. The device had the ibp option but a measurement panel without the ibp port was installed. There was no patient involvement.

Manufacturer narrative:
(B)(4).